Manufacturer narrative:
According to the customer, an issue with the chair was reported stating, "this is all true, if you lift the front of the chair the would fall out of the frame." The customer indicated that "the pin above the bolt did nothing. I thought the pin went through the bolt but it did not! Did not serve any purpose. The bolt just fell ... Bolt will fall out of the frame." The customer further reported that "the wheal will also fall. When the wheel is inserted onto the frame, bolt and all falls down on the tire.and rubs." The customer expressed concern that "the pin that goes thru the frame does not go thru the bolt so it is a lost cause and the wheel falls out of the fork." The customer additionally noted that it "looks as if the top of bolt is broken off above the pin.and is rusty." The customer stated that they implemented a corrective action, reporting "I rap tape around top of bolt and put bolt then thru fork and inserted into frame. It held whell on." No additional information is available at this time. A sample has been requested for evaluation. It has been determined that the reported event could cause or contribute to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, an issue with the chair was reported stating, "this is all true, if you lift the front of the chair the would fall out of the frame." The customer indicated that "the pin above the bolt did nothing. I thought the pin went through the bolt but it did not! Did not serve any purpose. The bolt just fell ... Bolt will fall out of the frame." The customer further reported that "the wheal will also fall. When the wheel is inserted onto the frame, bolt and all falls down on the tire.and rubs." The customer expressed concern that "the pin that goes thru the frame does not go thru the bolt so it is a lost cause and the wheel falls out of the fork." The customer additionally noted that it "looks as if the top of bolt is broken off above the pin.and is rusty." The customer stated that they implemented a corrective action, reporting "I rap tape around top of bolt and put bolt then thru fork and inserted into frame. It held whell on."